Event description:
New information noted that there was also an insulation abrasion on the right ventricular lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for av nodal ablation. Prior to procedure, device interrogation revealed sensing and capturing anomalies of the right ventricular lead. Fluoroscopy revealed that the had dislodged. The physician decided to explant and replace the lead. Ablation was not performed. Patient was stable post procedure.